Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported that the patient expired due to multisystem organ failure. The outcome was not considered device or therapy related. The device was not explanted and was not available for evaluation. The customer reported that no further information could be provided. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 instructions for use (rev. C) lists right heart failure, respiratory failure, renal dysfunction, hepatic dysfunction, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2342 multiple organ dysfunction syndrome.

Event description:
It was reported that the patient passed away on (B)(6) 2019 due to multi-system organ failure. The outcome was not considered to be device or therapy related.